Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 277, 276, 500, 500 and 500 mg/dl (500 mg/dl was used as a test result for 3 "hi" readings). Tests were done within 10 minutes. Pt not using control solution. Pt did not experience any adverse events. No further info has been reported.